Event description:
Litigation alleges that the patient suffers from dislocations. Bilateral.

Manufacturer narrative:
The devices associated with this report were not returned. A review of the device history records for the provided product and lot combinations found other deviations against the product and lot codes. This was confirmed that the deviations should have had no effect on the reported incident. Medical records were reviewed. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
**Update** (B)(4) 2013- pfs and medical records received. Part/lot was provided. The correct doi for the right side was provided. The correct dor for the left side was provided. Revision operative notes indicated that the patient was revised on the right side due to pain and a fractured liner. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4).

Event description:
, Ppf alleges infection requiring antibiotics, dislocation with closed reduction and loosening of the cup. Added cup,screw and head to the impacted products as they were removed during the revision surgery. The stem was added to the impacted products to addressed the alleged infection.